Manufacturer narrative:
The 510k: this report is for an unknown quantity of unknown screws/unknown lot. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a clavicle plate fixation failed due to the pulling out of the bone superiorly; a revision was performed on (B)(6) 2017. The patient was revised for to an eight-hole locking compression plate (lcp) superior clavicle shaft plate, locking screws and dbx bone graft. The surgeon noted that the patient had returned to full activity levels quickly following original open reduction internal fixation (orif) surgery on (B)(6) 2017 and suspects the patient may have fallen or placed excessive stress on her shoulder before the bones had healed. The provided x-rays were reviewed by the manufacturer and it was noted that the screw pull out could be confirmed. Concomitant parts reported: clavicle plate (part 02.112.082, lot unknown, quantity 1). This report is for an unknown quantity of unknown screws. This is report 1 of 1 for (B)(4).